Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech that the patient alleges that when she is sitting in the chair she hears a click and the chair goes right without her touching the joystick. The dealer states, the patient states this has happened twice.